Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Complete initial reporter name:(B)(6). Occupation: manager. Complete event site name: (B)(6)hospital additional reporter: (B)(6) ICU rn the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. Troubleshooting was unsuccessful. At the customer's request, they were assisted in changing over to the fluid lumen for alternate arterial pressure (ap) access. The iabp monitor showed significant artifact on the arterial line waveform. ECG artifact was also noted so the ECG electrodes were changed out, adding doppler gel to the backs of them prior to placing them on the patient¿s chest. This increased conduction and reduced the artifact. The arterial line was still quite erratic, the customer was advised to obtain a chest x-ray to assess iab tip position. There was no patient harm or adverse event reported.